Event description:
The dr reportedly detected metal particles in the pt's operative eye following a routine cataract extraction surgery. The particles were not removed and there was no harm to the pt. The pt was the sixth case of the day and the nurse stated that the single use phaco needle had been used on at least one case prior to the event.